Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 240 units of insulin. Blood glucose was not impacted. Reportedly, a new cartridge was filled and loaded successfully.